Manufacturer narrative:
Manufacturer ref# (B)(4). Model name: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the case was evaluated based on the description and the available image. It was noted that the filter most likely was in a tenting situation and not penetrating the ivc. This finding was based on the fact that the filter configuration were found normal, which in most cases is not the case if the filter penetrates the ivc. However, it can be difficult to determine based on images from fluoroscopy. In relation to tenting, cook medical has performed a review of the clinical literature, and has concluded that vena cava filters distort the vessel lumen so that the anchoring points of the filter appear outside the blood flow fluoroscopically visualized. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant. Retrieval attempted 6 weeks post insertion. It was noted during the cavagram that the primary struts had penetrated the ivc wall so the clinical decision was to leave the filter in situ. Placed via the femoral route. No migration noted of filter but hard to tell due to parallax effect. Patient outcome: no additional procedures. The filter needs to remain in the patient but patient asymptomatic.